Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.